Event description:
Could not insert fiber in laser aperture thereby rendering laser inoperable. Patient was not able to have procedure and had to be rescheduled a month later. Greenlight pvp laser rented from a co who also provides accessories for operation.